Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd extension set and pressurized. No leak was observed. The customer complaint was unable to be verified. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that the connector clave on j-loop (bd maxzero extension set, removable IV connector) started leaking after flushing IV and connecting IV medication. Connection to extension tube/ j-loop was checked and tight, the leak came from the blue connection site on the connector clave. J-loop was unclamped to begin infusing IV med, but blood back-flowed and started leaking out of connecter clave at connection site.